Manufacturer narrative:
The air gas module was returned for investigation. The air gas module was of an old type (type I) and the failure was localized to the current servo within the air gas module. An inductor coil (l1) and a transistor (t2) on the current servo were found overheated while two capacitors (c2 & c4) on the same current servo were found defective. The cause was the failing of the capacitors c2 and c4 on the device most probably due to a current surge. The failing of t2 and overheating of l1 was a result of the resulting high current flow after initial failing of the capacitors. Overheating of the component l1 can lead to generation of smoke, but will not lead to sustained fire. The ventilator material self extinguishes in air. An improved gas module (type ii) which withstands higher currents and with an add'l protective functionality that limits the current in case of component failure and reduces the likelihood of overheated, and smoking components was implemented in production as spare parts in june 2002.